Event description:
It was reported that during a sleeve gastrectomy procedure, at the second firing of the device with gold reload the tissue dragged and staple line was sutured in order to avoid leak and ensure hemostasis. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch/lot record review was performed and the batch met all final acceptance criteria.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was bleeding observed? If yes, how much blood was lost (ml)? Bleeding was observed in this case. Did the patient require a transfusion? Transfusion was not required. Was there any other issue noted with staple line other than bleeding (malformed staples, incomplete staple line, etc)? Was the cut line complete? Staple line and cut line was incomplete. Were any issues noted with the cut line such as jagged, irregular, etc? Irregular staple. Line was observed which has to over sewn with the help of suture.